Event description:
It was reported that the lithovue flexscope did not work, and the procedure was cancelled due to this event.

Event description:
It was reported that the lithovue scope was used, and it did not have an image. Another lithovue scope successfully completed the case. There were no patient complications as a result of the event.

Manufacturer narrative:
Additional information was received that there was no image, and the procedure was completed with a new flexscope. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.